Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and determined that the oscillating head was broken. It was also observed that the device failed the failed general condition pre-test. Therefore, the reported condition was confirmed. The assignable root cause was determined to be due to construction/design issues. A CAPA was initiated to address the broken oscillating head. If additional information should become available, a supplemental medwatch will be submitted accordingly.

Manufacturer narrative:
(B)(4). (B)(6). As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported from (B)(6) that during an unspecified surgical procedure, it was observed that the battery oscillator device was not working properly. It was not reported if there were any delays in the surgical procedure or whether a spare device was available for use. There was patient involvement. There were no injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch will be submitted accordingly.